Event description:
Device malfunction: none. Symptoms/ae: cardiac arrest and pt died 6 days later. Time of symptoms/ae: after discharge from hosp. Date of procedure was the day before cardiac arrest. It was reported that the pt experienced cardiac arrest after being discharged home. Pt's prognosis as of four days later, the pt is in a "vegetative state". Additional info received on 11/15/2006 indicated the decision was made to discontinue life support and the pt expired. No additional info available.

Manufacturer narrative:
B5: study event.